Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from october 28, 2021 - october 29, 2021. H10: the device was received for evaluation containing 99ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out at the distal end of the flow restrictor. Force prime was performed but flow was not observed. Microscopic inspection was performed on the flow restrictor which revealed micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause of air bubbles was due to improper filling technique by the user. The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.